Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The customer's most recent blood glucose reading was 280 mg/dl. The customer stated that she was about to eat lunch, but her blood glucose levels went low before she had an opportunity to eat. The customer stated that her blood glucose levels dropped because she was riding her bike and also walking to the lake. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.